Event description:
Related to medical device manufacturer's report # 3004742232-2009-00028. It was reported via the attached facility medwatch: event desc: during the case, somehow the wire got bent (plaque in artery caught the wire and bent it), which is inside the device. This caused the device to bog down on itself and was just spinning the wire inside. The wire looked frayed when it was removed and the artery was perforated. This was repaired. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Left femoral endarterectomy with stenting. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.) In 2009: device is being sent to hospital's risk management department. It was further reported that the physician performed a common femoral artery (cfa) endarterectomy then placed a short sheath retrograde to treat a heavily calcified iliac lesion with a diamondback orbital atherectomy system. He made several successful passes with the oad crown over the viperwire firm guide wire in both iliac arteries. He subsequently attempted to use the same crown in the cfa, but the guide wire had a kink in it and the oad became stuck on the wire in the cfa treatment area during the second run at medium speed. The device was removed and the physician completed the intervention via balloon angioplasty and extension of the cf endarterectomy patch.

Manufacturer narrative:
Additional information has been requested regarding this event. Device analysis: the guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown.